Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, keypad/button unresponsive/button error, device test failed. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported that the insulin pump was exposed to moisture but there is no visible fluid in the insulin pump. The pump did not pass selftest. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. Troubleshooting was performed. The insulin pump was not been exposed to altitude change. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. No blank display noted. Unable to verify unresponsive buttons due to critical pump error. Verified pump error 53 alarms (line number 5632 file number 2005) was noted in the pump history download 01/16/2023 13:55:38.000 due to software error. Unit successfully downloaded to thus and crest. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Moisture damage noted to electronic assembly and motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, missing display window cover, cracked battery tube case, corroded motor home switch, and corroded battery tube. The p-cap/reservoir does lock properly. Confirmed critical pump error after battery installation and confirmed pump error 53 alarms in the pump history download due to software error. Unresponsive keypad unknown unknown due to critical pump error. Blank display not confirmed. Confirmed moisture damage to the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.